Manufacturer narrative:
The device has been received for evaluation; however, the investigation is not yet completed.

Event description:
The event involved a primary plum set where the customer reported IV tubing is leaking vanilla tpn at the port during patient use in the nursing department. New tubing hung at 2217 and noted to be leaking at 23:30 on 4/23. There was no patient harm reported.

Manufacturer narrative:
Received one used partial. List #15339-28, primary plum set, as received, only the drip chamber and spike were returned. As received the filter vent was wetted out shows signs of leaking with prior infusate. The set was leak tested per specifications and could not replicate leakage from the filter vent on the returned sample. The complaint of a leak out of the vent located on the spike of the tubing above the drip chamber can be confirmed due to the presence of fluid residuals as received filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.